Manufacturer narrative:
A partial lead with the connector pin measuring 12.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing impedance and high capture threshold were observed. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was stable following the procedure and will continue to be monitored normally.